Manufacturer narrative:
No patient information provided to date after calls to customer 09/18/20, 09/21/20, and 09/22/20. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported that during a case, resulting in the loss of mechanical ventilation. There was no report of patient injury.